Event description:
It was reported that the patient had his ams700 inflatable penile prosthesis removed on (B)(6) 2018 due to patient dissatisfaction and malfunction. A spectra concealable malleable prosthesis was implanted.